Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported insulin is leaking from the bottom of the spirit combo insulin pump cartridge. She feels the leaks of insulin can explain why her readings have been so high. High readings are between 200-400s. She self treated by exercising and giving more insulin via injection. No outside medical assistance was needed. No adverse event reported. A request was made for the return of the adapter and cartridge, replacement sent.